Event description:
It was reported that patient underwent initial total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the cone connection between the standard adapter and the baseplate. During the procedure, the surgeon noted that the central screw had migrated. The taper adapter and humeral components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02085 / 02086).